Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that about eight months after the system implant procedure, the patient experienced a lead infection with sepsis. The patient was hospitalized and antibiotic treatment was necessary; the infection resolved. The device was explanted and replaced and the leads remain in use. The patient was a participant in (B)(4). No further patient complications have been reported as a result of this event.